Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure when the leadless implantable pulse generator (ipg) delivery system (ds) crossed the tricuspid valve the heart rate immediately dropped, leading to ventricular fibrillation (vf). Percutaneous pacing and cardiac massage was performed and the patient recovered. The leadless ipg was successfully placed and temporarily turned off for echocardiography when a cardiac perforation, tamponade and pericardial effusion was observed. Drainage was performed and the patient recovered. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra av] product ID [mc2avr1-delsys] (serial: (B)(6)). D9: yes, return date: 29-apr-2025 h3: yes product event summary: a partial delivery system was returned and analyzed. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. The delivery system stability member was kinked/buckled. Visual analysis of the delivery system indicated damage during use. The analyst noted a partial delivery system was returned without the device, tether, and tether pin. There were no anomalies found with the distal edge of the device cup. The outer shaft was kink/buckled at 4.5 cm from the distal end of the delivery system. The inner shaft was kinked at 1.3 cm from the distal end of the recapture cone. The stability member was kink/buckled at 26.2 cm and at the distal end of the delivery system handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.